Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check. It was further reported that the right ventricular (rv) lead exhibited dislodgement. It was also reported that the right atrial (ra) lead appears stable. The ra lead remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced lack of balance and shortness of breath.